Event description:
Second revision surgery - due to instability.

Manufacturer narrative:
Hospital kept.

Manufacturer narrative:
The reason for this revision surgery was reported as instability after 21 days of patient use. There is no information in this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The hospital kept the device and it was not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report (ncmr) associated with this product. Ncmr (B)(4) showed (B)(4) part (part #: 508-00-008) reworked due to an illegible lasermark. A review of the product complaint report history showed this is the second complaint for a part from this lot. The root cause for the instability could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.